Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed innovance vwf ac result that was obtained on a patient sample on a bcs xp instrument. Siemens healthineers is investigating.

Event description:
The customer reported a falsely depressed innovance vwf ac result was obtained on a patient sample on a bcs xp instrument. The erroneous result was reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed innovance vwf ac result.